Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was no longer responding to a new battery and retainer ring was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. Device received with detached and missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached and missing retainer. Unable to perform displacement test due to detached and missing retainer.